Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that, one sunday morning after she took a shower, the patient experienced a severe burning at the implant site. The patient stated that the whole side of her stomach, including where the device was, had turned black and was still discolored. The patient did not have a managing healthcare professional (hcp) and was sent hcp listings. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that there was no change ¿ she was waiting for time to leave for church. The patient reported that the burning stopped but the discoloration was still there. The patient reported that she will need a new battery and she didn¿t know what caused the black. No further complications were reported.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she was ready for church, no change in activity or in device programming. The patient reported that she put pressure over the battery as steps taken to resolve the burning at the implant site and the black/discoloration. The patient reported that the burning and discoloration was still there. No further complications were reported.